Event description:
It was reported that after five firings, a reload was placed in the linear cutter. When the instrument was placed on the tissue and fired, the staples did not correctly form, causing bleeding. The case was completed with a same like device. Or time was increased by one hour.